Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient¿s mother contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter does not power on, powers off during use and continues to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2016. The reporter stated that the alleged meter issues began on (B)(6) 2016. The patient is on insulin pump therapy. The reporter claimed the patient did not make any changes to his usual diabetes management regimen due to the alleged issues. During the follow-up call, the reporter informed the mss that on (B)(6) 2016 at 4:45am the patient woke up with ¿high blood glucose and ketones¿. The reporter claimed the patient¿s blood glucose was tested on a back-up meter at the onset of the symptoms and a result of ¿448 mg/dl¿ was obtained. In response, the reporter claimed she treated the patient with 11 units of humalog insulin as the patient felt unable to self-treat. During the follow-up call, the reporter attributed the onset of the patient¿s symptoms to the patient being somewhat reluctant to test his blood glucose with the subject meter due to the alleged issues. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr noted that the correct strips were being used for testing and that the correct testing process was being followed. The csr noted the meter would power on manually when the power button was pressed but was unable to walk through a retest. The csr noted the incorrect battery type was being used in the subject meter, but did not have replacement batteries available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged product issues began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition a secondary issue was noted; when the meter was tested, an error 1 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Narrative should have stated a secondary issue was noted; when the meter was tested, the meter powered off during use. In addition the following information was omitted from follow up #1; lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.